Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate. 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ drawer 5 failed, required maintenance. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer replaced the drawer controller board, and after further replacement, the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had multiple pockets continuing to fail drawer, rewrite not detected on bus, multiple eject of pockets, and drawer continues to fail. There was a delay as a result of this malfunction. There were no adverse events or injuries reported based on this incident.